Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump delivered 20.0 units of insulin in the middle of the night and his blood glucose dropped to 47 mg/dl. The customer called from the endocrinologist office. The customer stated he was sound asleep and that the buttons were not mistakenly pressed to deliver a bolus. Reviewed the bolus history and found that the bolus was delivered. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.